Event description:
It was reported to tyco healthcare/kendall on 08/17/2006 that a customer had a problem with a scd system. The customer stated that the unit left bruises on the patient.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.